Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. When the lead fell out of position during a reposition attempt, blood was noted under the insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received